Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 20/30 copilot outside of the patient anatomy, the physician injected saline into the three-way stopcock using a syringe. The stopcock was turned to the off position. Saline was seen leaking from the bottom (white parts) of the three-way stopcock. There was no device connected to the stopcock, as the physician was only checking for leakage. The device was not used and there was no patient involvement. A new non-abbott stopcock was used in the procedure successfully. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The stopcock was not returned for analysis; however the manufacturing group confirmed a product deficiency related to leaks in the stopcock. Review of the complaint handling database found no other incidents related to leaks for this lot. As part of the investigation, a review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor supplied accessories was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.